Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2000 as part of a clinical trial. The lens ws explanted in 2008 due to the development of a cataract. The cataract was extracted and on iol was implanted. The pt's current best-corrected visual acuity is 20/25.